Manufacturer narrative:
Incident meets requirement of an MDR report based on the reporting precedence established for this device family for 'premature stent deployment - with safety lock in place'; regardless of patient outcome. It has now been reported that in this incident the zilbs-635-10-6 stent that was initially used for the procedure deployed in the endoscope without the knowledge of the user and was not removed during the cleaning process. The stent was found in the endoscope during the next procedure. The stent was not placed in the patient but could be removed. No adverse effects to the patient were reported as occurring in this incident. Incident meets requirement of an MDR report based on the reporting precedence established for this device family for 'premature stent deployment - with safety lock in place'; regardless of patient outcome.

Event description:
The procedure of stent placement was performed on the patient with biliary malignant stricture occurred after roux-en-y bypass. When the physician was advancing the delivery system of the zilbs-635-10-6 from the endoscopic channel after an endoscope (ei-530b/ by fujifilm) reached near the papilla, he felt strong resistance which might have been caused by severe tortuosity/curvature. The delivery system would not advance further, the device was removed. The procedure was completed with a zilbs-635-10-4 device. After the procedure, the endoscope was cleaned with a brush without particular resistance. It has now been reported that the zilbs-635-10-6 stent that was initially used for the procedure was deployed in the endoscope without the knowledge of the user and was not removed during the cleaning process. The stent was found in the endoscope during the next procedure. The stent was not placed in the patient but could be removed. No adverse effects to the patient were reported as occurring in this incident.